Manufacturer narrative:
Product analysis: observations: the first ¿3mm of the driver tip is sheared from force applied in the counter clock-wise direction. A review of the driver¿s hardness did not identify any non-conformance. The radii of the blades are distorted from what appears to be the torsional force used to tighten the screw. Conclusion: the shearing of the driver¿s head is consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with spinal stenosis underwent posterior lumbar fusion. Intra-op, the bone screw driver was being used to re-position a pedicle screw. When re-positioning, driver stripped in screw causing the end piece of the driver to be bent. No fragments remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.